Event description:
Caller reports the expiration date on the aviva test strip vial is either 2/29/09 or 2/30/09. No adverse event reported. Requested return of suspect device and replacement was sent.